Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. It was noted the outer insulation has cosmetic environmental stress cracks and there was blood in/on the helix mechanism.

Event description:
It was reported that the patient presented to the clinic feeling "uncomfortable" and it was found the lead had high impedance, low sensing (measured via the analyzer) and ineffective pacing at maximum output settings. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.